Event description:
It was reported that during the generator change out for elective replacement indicator (eri) the right ventricular (rv) lead showed high impedance. The physician felt impedance of 92 ohms for the superior vena cava (svc) coil was high, so the decision was made to turn off alerts for the svc coil and remove it from the shocking vector. The lead remains partially in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).